Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the monitor board was returned for evaluation. The customer's report was not replicated or confirmed during board-level testing. The monitor board was put through extensive testing using battery and aux separately without duplicating the report. A visual inspection of the device found no discrepancies. A replacement monitor board has been sent to the customer. Analysis of reports of this type has not identified an increase in trend.